Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97745nt serial# (B)(6) product type product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (pt rep) regarding an external device. The reason for call was the caller stated the battery in the controller was not working. The caller stated they tried to find a battery that would go into the controller but everywhere they called, they were told to call their device manufacturer. Patient services asked the caller if the controller would power on without the battery pack inserted and the caller confirmed that the controller did power on, but when the battery was inserted, the controller didn't do anything. Patient service specialist had the caller remove the battery from the controller and plug the controller into the ac power supply, caller confirmed the controller powered on. Caller then reinserted the battery and confirmed the green light was not flashing on the controller. The issue was not resolved through troubleshooting. A replacement controller was sent out. Patients granddaughter called and stated they received the controller and they are getting software problem. Intellis, 3.6, 243, qf_port: agent made outbound call back to caller because caller had to drive over to patient home for controller. Agent assisted caller with resetting the controller, after reset the controller power on and recharging, controller showed ins 90% and controller 70% charged. Agent reviewed device function.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (pt rep) regarding an external device. The reason for call was the caller stated the battery in the controller was not working. The caller stated they tried to find a battery that would go into the controller but everywhere they called, they were told to call medtronic. Patient services asked the caller if the controller would power on without the battery pack inserted and the caller confirmed that the controller did power on, but when the battery was inserted, the controller didn't do anything. Patient service specialist had the caller remove the battery from the controller and plug the controller into the ac power supply, caller confirmed the controller powered on. Caller then reinserted the battery and confirmed the green light was not flashing on the controller. The issue was not resolved through troubleshooting. A replacement controller was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.